Event description:
Pump was having issues with non-disp error that couldn't be resolved. Patient assures proper cassette alignment and tubing wasn't clamped. No other information available. Dose or amount: remodulin 74 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2011 to present. Diagnosis or reason for use: pah.